Manufacturer narrative:
A sample from the patient was provided for investigation. Immunofixation experiments performed with the patient sample showed positive findings, leading to a conclusion that the interference was caused by paraproteins. It was noted that the patient had gammopathy. Product labeling lists gammopathy as a possible interference with the assay.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that there were erroneous results for one patient sample tested for tina-quant cystatin c gen.2 (cysc) on a c501 analyzer. The erroneous cysc value was reported outside of the laboratory. The sample initially resulted as 4.18 mg/dl and repeated as 4.11 mg/dl when tested on the c501 analyzer. These results were reported outside of the laboratory and the physician did not believe the results. The sample was sent to another laboratory where it was tested on a beckman analyzer, resulting as 0.77 mg/l. The patient was not adversely affected. The c501 analyzer serial number was (B)(4).

Manufacturer narrative:
It was determined that the patient has a "biclonale gammopathie".